Event description:
It was reported that the device was fractured. The target lesion was located in the left coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device could not cross and it was found the device was fractured when pulling it outward. The procedure was completed with a different device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft and a shaft break 45cm distal to the distal end of the strain relief. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the device was fractured. The target lesion was located in the left coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device could not cross and it was found the device was fractured when pulling it outward. The procedure was completed with a different device. There were no patient complications reported and the patient was stable post procedure.